Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic but still attached to the active rod. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have affected the sealing performance of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, there was intermittent sealing of the tissue. There was bleeding when going through mesentery and smaller vessels in the omentum. Blood loss under 250ml. The generator did not fault out. They continued to use the device to complete the procedure. There was no patient impact.